Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant, while the patient was undergoing a balloon venography of the coronary sinus, a discrete dissection of the coronary sinus was noted. This did not interrupt the implant procedure. There were no symptoms noted and no action taken. The implant procedure proceeded successfully. No patient complications have been reported as a result of this event.